Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, it was reported that a beta bionics ilet user¿s device intermittently powered off during use, preventing normal operation. The user experienced a hyperglycemic episode with a peak blood glucose value of 300 mg/dl, which was corrected through the ilet¿s dosing algorithm. A device replacement was arranged. No outside medical intervention was required.